Event description:
During an embolization procedure of the anterior communicating artery, the forth orbit rdfl complex mini coil (638mf0410) was placed in the aneurysm and when attempting to reposition, the coil was pull back, and the coil stretched. The coil didn't deploy and stretched in the patient's aorta and remains in the aorta. The procedure was delayed for 30 minute and the procedure was not completed due to the event. The aneurysm was not completely filled, but the patient is stable. During the procedure a 6french envoy, sl 10 microcatheter, jailing with a microcatheter with leo stent, and 3 orbit coils (7*21, 6*15, and 5*15) were used. The device was new, and used per labeling instructions.

Manufacturer narrative:
During the procedure a 6french envoy, sl 10 microcatheter, jailing with a microcatheter with leo stent, and 3 orbit coils (7*21, 6*15, and 5*15) were used. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization, when attempting to reposition the fourth orbit rdfl complex mini coil (638mf0410) in the anterior communicating (acom) artery aneurysm, the coil stretched when it was pulled back to change its location. The coil didn't deploy; it stretched in the aorta and remains in the aorta. The procedure was delayed for 30 minute and due to the event the procedure was not completed. The aneurysm was not completely filled, but the patient is stable. The device was new, and used per labeling instructions. The coil was being delivered via a non-cordis sl 10 microcatheter which was jailed with a leo stent. Prior to the event three orbit coils (7x21, 6x15, and 5x15 were placed. No further information regarding the aneurysm/vessel characteristics, procedural factors or intervention is available. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. The embolic coil was received inside of a small plastic bag and it was found totally stretched with residues of blood. The hypotube and support coil presented several kinks. The introducer was unzipped and presented no damages. The gripper was inspected under microscope and it was found totally wavy. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15000053 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported stretched coil was confirmed. The cause of the coil stretched, gripper damages and the several kinks in the hypotube and support coil could not be conclusively determined; however neither the analysis nor the DHR review suggest that these damages are related to the manufacturing process. Additionally, inspections are in place to prevent these types of damages leaving from the facility. No damages were reported prior to use and the event occurred during procedural manipulation. The instructions for use precautions that if embolic coil repositioning is required in the vasculature, take special care under fluoroscopy to verify that a one-to-one relationship exists between the delivery tube and the embolic coil during retraction. Although no definitive root cause conclusion can be made, it is possible that procedural factors along with vessel/lesion characteristics contributed to the event. Therefore, no corrective actions will be taken at this time.